Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that he received a prime rewind alarm on his insulin pump. The customer's blood glucose level was not known. The customer stated that insulin was spraying out during the priming process. He also stated he did not recall the insulin pump falling prior to the prime rewind alarm occurring. While troubleshooting, the customer reported that the drive support cap appeared normal. He was advised to discontinue use of the insulin pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Insulin pump was unable to prime during prime test due to faulty force sensor. No prime alarm. Insulin pump received with minor scratches on display window, cracked case at display window and cracked reservoir tube lip.